Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call and was hospitalized. Customer was hospitalized on (B)(6) 2016 with blood glucose of over 390 mg/dl. Customer also had blood glucose of 400 mg/dl. Customer had symptom of shortness of breath, chest pain, and ketones. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reported that all bolus history did not display all entries based on recollection. Customer also reported that buttons were difficult to press on insulin pump. Customer was not able to complete high pressure test due to not being able to remove infusion set. Troubleshooting could not be continued as customer would call back.